Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin, and she was experiencing high blood glucose for the past seven days. The customer stated that her blood glucose does not drop using the insulin pump and a bolus. The blood glucose reading at time of call was 508mg/dl. Troubleshooting was performed, and the drive support cap was black like something burned. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.